Manufacturer narrative:
H3 and h6 codes - updated. The image shared by customer was analyzed through a visual inspection by unaided eye; however, it was not possible to identify the leakage reported by the customer. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that product leaked. There was no patient involvement.